Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy event description: the device was being used correctly since the surgeon is a regular user. The surgeon was about to place the clips on the vessels, but they did not come out correctly. One went well, the next one didn't. Then two came out together, the next one didn't come out, etc. Intervention: changed the clip applier patient status: patient is good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the unit passed all relevant testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to h6. Component code.

Event description:
Procedure performed: cholecistectomy. Event description: the device was being used correctly since the surgeon is a regular user. The surgeon was about to place the clips on the vessels, but they did not come out correctly. One went well, the next one didn't. Then two came out together, the next one didn't come out, etc. Additional information received via email from company rep. On 26nov24: no clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. No clip was manually removed as a loaded clip, leaving the feeder exposed. No dry fire noticed prior to the double feeding. The trigger couldn't be actuated as normal. The surgeon managed to place the first clip. Then he pulled the trigger and the clip did not load or come out. Then the trigger was locked, and then two clips fell together. He is a regular user of the clips, uses them in two different hospitals and does not use another one from the competition. It always proceeds in the same way with the applicator and there are no problems. Intervention: changed the clip applier. Patient status: patient is good.